Event description:
It was reported the plate was not manufactured correctly. It was designed on the incorrect model which impacted the dimensions.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.